Event description:
Total hip arthroplasty performed 6/99. Revision was performed 11/00, to replace polyethylene liner and femoral head components. Polyethylene liner found to be fractured intraoperatively.